Event description:
It was reported that distal misdrillings occurred with the mentioned device.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.